Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that false negative immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) results were obtained on two patient samples on an advia centaur xpt instrument. Quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the reagent 3 (r3) probe and identified that the probe pack bottom on solid was high. The cse lowered the probe pack bottom to the proper height, homed the instrument, and primed the reservoir to the manifold successfully with no leaks. Lastly, the cse ran qcs, which recovered acceptably. The cause of the false negative ahcv results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Positive immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) results were obtained on two patient samples on an advia centaur xpt instrument. Due to the laboratory¿s policy of repeating samples that recover positive prior to releasing results to physicians, the customer repeated the samples. The repeat results recovered as false negatives. The repeat results were not reported to the physician(s). As the initial and repeat results did not correlate, the samples were repeated in duplicate on the original instrument, and positive results were obtained. The positive results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00321 on 14-dec-2023. Additional information (27-dec-2023): siemens further evaluated the event and concluded that the reagent probe 3 pack bottom misalignment potentially contributed to the false negative immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.